Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the clip stuck in the left atrial wall resulting in pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Echo conditions were difficult due to the large left atrium (la). The steerable guide catheter (sgc) was advanced to the la. Next, the clip delivery system (cds) was advanced. The cds was extended 1.5 cm outside the tip of the sgc. At this point, the tip of the cds was no longer visible under echocardiogram; therefore, advancement was stopped. An attempt was made to turn the sgc posterior; however, the tip of the sgc would not deflect. It was found that the sgc tip was not deflecting because the cds tip was stuck with the roof of the la and a pericardial effusion was noted. The clip was retracted into the sgc and then the sgc retracted towards the septum. The patients blood pressure dropped. Medication was given and pericardiocentesis was performed. As the bleeding did not stop after 15 minutes, the patient was converted to surgery. There was a cut found at the roof of the la, which was sutured and the bleeding was stopped. The mr was left untreated. There was a clinically significant delay as the patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and the reported poor image resolution appears to be due to patient morphology/pathology as large left atrium made echo difficult. The reported difficult to position was due to poor image resolution. The reported patient effect of cardiac tamponade appears to be due to user technique/procedural circumstances as the clip came in contract with the roof of the left atrium during device positioning. The patient effects of hypotension and pericardial effusion appears to be due to cardiac tamponade. The reported patient effects of hypotension, cardiac tamponade and pericardial effusion, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.